Manufacturer narrative:
This supplemental report was submitted to provide additional information of the event description and to provide the results of the legal manufacturers investigation. The legal manufacturer (oste) performed a review of the device history records for the concerned device. There were no nonconformities associated with the device with respect to the described issue. The unit has not been repaired in the past year. The reportable error, e433, is a known issue. The e433 error will occur if the effective value of the output signal falls below the intended limit, which normally indicates a low-impedance diode chain. As a safety precaution, the device restarts. If the cause of the error persists, unlimited permanent restarts may follow, then the device is no longer operational. Based on the device evaluation, the cause of the e433 error was isolated to a defective generator board. From the beginning of july 2020, an improved generator board was introduced into production for all esg-400 units. In general, the customer is required to check the function of all devices used prior to a procedure. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.

Event description:
The clinical engineer at the user facility further reported the reported event was found during in the operating room during transurethral resection of the prostate procedure. The e433 error displayed ¿the generator restarts automatically. If the problem persists, contact olympus¿. The procedure was completed using another device. The device was inspected prior to use but no anomalies were observed.

Manufacturer narrative:
The repair inspection confirmed the customer¿s reported issue, error e433 occurs causing restart malfunction. The malfunction was isolated to a defective generator board. The inspection also noted the external cabinet has a minor dent. Olympus requested additional details regarding the reported device and event, but the information is pending. The investigation is still in progress. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (obl) was informed that the customer high frequency electro-surgical generator was returned to the olympus repair center for an unspecified ¿initialization error¿. However, during repair inspection and testing, an e433 error occurs. No death or injury and no impact to person or other was reported to olympus. This report is being submitted to capture the e433 malfunction error.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.